Manufacturer narrative:
The device was not returned for evaluation. Attempts to retrieve the device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this valve model 6900ptfx27 was explanted after unknown implant duration from the mitral position due to two leaflets not working as well as first degree paravalvular leak (pvl). As reported, these issues were observed while checking valve function during tee after weaning the patient off heart lung machine. Reportedly, weaning the patient off took a long time. The patient was noted as to be hospitalized in stable condition after the procedure.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards received notification that this valve model 6900ptfx27 was explanted at implant from the mitral position due to two leaflets not coapting properly leading to central valve regurgitation. First degree paravalvular leak (pvl) was also observed. As reported, these issues were observed while checking valve function during intra-operative tee. Reportedly, tricentrix holder was deployed prior valve implantation. A non-edwards device was implanted in replacement. Reportedly, weaning the patient off heart lung machine took a long time. However, the patient did not suffer any injury/adverse event due to the valve explant at implant and was noted as to be hospitalized in stable condition after the procedure.